Event description:
The customer reported to olympus, the evis exera iii video system center displayed an incompatible scope error (e315) on the light source and the camera unit image shifted. It is unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, however an olympus field service engineer is expected onsite for device evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. New information added to the following fields: b3, b5, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue was found during preparation for use and the procedure was completed with a similar device.